Manufacturer narrative:
Exact date unknown, event occurred several years ago.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.